Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient experienced severe withdrawal symptoms (uncontrolled seizures) shortly after pump implant. The patient was subsequently admitted to the ICU of the hospital. The physician determined that there was no pump malfunction. It was noted that medication dilution may have occurred during the implant procedure and factored into the patient's reaction.